Event description:
It was reported than an implantable neurostimulator (ins) overdischarge was suspected. The patient had not needed to use the ins at all because the doctor changed her medication. The patient had been on muscle relaxers three times a day, but it was bad on her kidneys because, she is a diabetic. The doctor cut back on the patient¿s medication and, as a result, she experienced pain and suffering. The patient could not turn stimulation back on and was hurting and needed the ins and could not just keep taking tylenol. The patient had been hurting for about five months. The patient had not been able to turn stimulation on for about two months. It had been several months since the patient had stimulation and began to want stimulation about a month ago. The patient stated, ¿it got empty. Now it¿s gone.¿ the recharger was charged but the patient was not able to charge the ins. The last successful charge was ¿months, maybe a year something.¿ the doctor directed the patient to call the manufacturer to set up an appointment to come to office and assist with charging. The patient noted the doctor had called on september 25th but had not received a response. An appointment was made with the healthcare professional (hcp). Additional information received reported that two power on reset¿s (por¿s) were performed and upon completion it was found the device was at end of service (eos). Impedances could not be checked at this time since the device was not functioning. The patient was currently waiting for a referral for a replacement and the patient was not on the calendar for any procedure as of the time of the report. The manufacturer¿s representative (rep) was going to check and see if any other rep. Was aware of any updates regarding replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).